Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided . Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was a transvaginal sling placement. The patient returned for an office visit on (B)(6) 2013. The patient complained of incontinence. Her stream started off strong and began to weaken. She stated that it would stop and then start again. When she stood up after voiding she began to leak immediately. She constantly had to wear pads because of that. She also complained of leaking without every feeling the need to urinate. The assessment was continuous leakage, urge incontinence, and mixed incontinence. The patient underwent a cystoscopy on (B)(6) 2013. The patient returned for an office visit on (B)(6) 2015. The patient presented for complaints of "vaginal obstruction." She reported that something had fallen into her vagina. The assessment was continuous leakage, urge incontinence, and mixed incontinence. The patient returned for an office visit on (B)(6) 2015. She stated she had leakage without an urge. The patient underwent an additional procedure on (B)(6) 2015. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was an autologous fascial sling and cystoscopy. The patient returned for an office visit on (B)(6) 2015. She reported she had seen improvement with her stress leakage however her urge leakage was still a big problem. She stated that overall she was feeling well and had not required pain medication.